Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that erbe integrated electrosurgical unit (iesu) bipolar energy could not be activated intermittently. The tse advised the customer to replace an energy cable and to check the iesu bipolar ports. The customer replaced the energy cable, but the issue persisted. The procedure was completing as planned with no reported injury. Isi followed up with the nurse and obtained the following additional information: the hospital used a third-party energy generator and completed the procedure as planned. Due to intermittent issues, erbe iesu was not used in subsequent surgeries.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The iesu has been returned and evaluated by the failure analysis team. Failure analysis found multiple errors (m-32, m-11, c-06, m-02, m-1c, m-35) upon log review. Inspection also discovered a critical fault condition: when the iesu was tested on an in-house system, monopolar port 1 failed to recognize instruments. Test operations were successful on bipolar port 1 and 2 and monopolar port 2. The probable root cause is attributed to a defective generator.